Event description:
It was reported that during preparation of the percutaneous nephrolithotripsy procedure, the fiber was sterilized with low-temperature plasma, but on the second use there was black dots noted, and the device could not be used. The procedure was completed using another fiber without patient complications. It was noted that the spots were identified prior to the procedure and the connector face was wiped clean. The fiber was returned and analysis identified a fiber body break.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber confirmed the reported black dots on the fiber as visual analysis identified black spots on the connector face. The fiber was received in two pieces and microscopic inspection of the fiber tip showed the fiber tip was degraded. The aiming beam could not be seen due to the fiber body separation. The following message was displayed 'treatment used: 1 treatment left: 9'. It is likely that procedural handling of the fiber during set up and use contributed to the fiber break. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber confirmed the reported black dots on the fiber as visual analysis identified black spots on the connector face. The fiber was received in two pieces and microscopic inspection of the fiber tip showed the fiber tip was degraded. The aiming beam could not be seen due to the fiber body separation. The following message was displayed 'treatment used: 1 treatment left: 9'. It is likely that procedural handling of the fiber during set up and use contributed to the fiber break. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during preparation of the percutaneous nephrolithotripsy procedure, the fiber was sterilized with low-temperature plasma, but on the second use there was black dots noted, and the device could not be used. The procedure was completed using another fiber without patient complications. It was noted that the spots were identified prior to the procedure and the connector face was wiped clean. The fiber was returned and analysis identified a fiber body break.